Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist during a follow-up call with the patient on (B)(6) 2013. The patient reported that she obtained an alleged inaccurate high reading of "201 mg/dl" with the subject meter on the evening of (B)(6) 2012. The patient informed the mss that she felt it was high compared to her normal reading that generally fell in the "120 to 150 mg/dl" range. The patient informed the mss that she tests 5x/day and manages her diabetes by taking a set dose of novolin n insulin in the morning and at dinnertime. The patient reported taking her usual 8 units of insulin soon after obtaining the high reading and less than 1 hour later feeling shaky. The patient associated the symptom with a low blood glucose. The patient mentioned that she generally treated herself with food and/or drink when she felt her blood glucose was low. At the time of troubleshooting, the patient ran a control solution test and it was noted that the control result fell outside of the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed sings/symptoms suggestive of severe hypoglycemia after obtaining an inaccurate high reading with the subject meter.